Manufacturer narrative:
Additional information was added to: b5, d1, d4 (catalogue #), d9 (sample received), g1 (manufacturer name and location), g4, h3, h6, and h10. B5: update the device description to amia automated pd set with cassette. H10: the patient connector only of the amia automated pd set with cassette was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient connector was functionally tested by connecting and disconnecting the returned patient connector to the female connector of the transfer set by hand; no connection issues were noted. Therefore, the reported connection issue was not verified. The patient connector functioned as intended. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette was unable to be disconnected from the transfer set. This was observed while disconnecting after peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.